Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of failed battery test alarm. Customer's blood glucose reading was unknown. The customer stated that she changed her battery 3 different times and still received failed battery test. The customer declined to troubleshoot. The insulin pump was not returned for analysis.